Manufacturer narrative:
Device is available. Return kit was sent out. Device not yet received. No UDI number is available since device was produced prior to UDI implementation. MDR submitted prior to 30 days multiple times but returned for product/problem code errors. Latest correction is being submitted 2 days late due to the problems in submission.

Event description:
The patient said she took off her v-go just before calling us, and the needle detached from the v-go and stayed in her body. I verified she did the slide and press on the needle release button and that the needle button did pop up. However, when she went to pull the v-go off the needle detached from the device and stayed in her body. She had to use a pair of tweezers to get the needle out. She said it hurt and there is a noticeable hole, and the area is red. She wore it on her abdomen.

Manufacturer narrative:
Seven devices were returned and evaluated. The investigation results state that all 7 devices returned show no sign of needle damage or breakage.